Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine is showing error message "pyxis run a problem and need to be restart" and it stuck on bluescreen after a restart. A field service engineer reseated the hard drive, then rebooted the station and allowed it to collect error information to successfully reboot again. Once rebooted, the application launched on its own and fse tested the device by rebooting a minimum of 3 times to ensure that the application would launch every time and the device was tested in hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station stuck on bluescreen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.